Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged twice in the same day as the procedure. After the initial procedure, intermittent capture was noted on the rv lead. During the revision procedure, the patient became dependent and had to be transcutaneously paced while revising the lead. After the revision procedure, intermittent capture was noted again. The patient will be monitored and will be evaluated for further treatment. Another lead revision surgery is being considered. The lead is still in use. No patient complications have been reported as a result of this event.